Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (ptca), balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous artery below the patient knee. Resistance was encountered as the coyote es mr 2mm x 20mm x 143cm balloon catheter was being advance to an unspecified location below the patient knee. The balloon was inflated 1st at 8atm, upon the 2nd inflation, the balloon rupture at 8atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).